Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was noted to have been non-functional since one day post-implant. The patient's device was programmed vvi at that time, since the physician stated the patient did not require atrial pacing support. During the device replacement procedure, visual inspection of the lead via fluoroscopy revealed that the lead tip appeared to be in a ventricular septal position. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.